Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the vad coordinator that the patient reported the data cable would automatically disconnect from data port. The controller was exchanged. It was reported there were no effects on the patient.

Manufacturer narrative:
The IFU and patient manual outline the steps for handling and properly connecting power sources in order to prevent damage as well as instructions for routine inspection of the power connection ports on the controller. The IFU also addresses proper connection to the data port. Per the precautionary statements: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. The controller was returned to the manufacturer. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported data port connection could not be confirmed with analysis; there was no evidence of an automatic disconnect on the blue serial port connector/ data port with functional testing. However, during a complete visual and functional testing it was identified that one of the two power ports on the controller had bent pins. The device was related to the reported event; however with testing, there is no evidence to suggest that the device caused or contributed to the reported event. Based on the analysis findings of no discrepancy with the data port connection, it appears that user interface may have contributed. Additional analysis and testing of the device revealed that the device failed to meet specifications due to bent pins which were observed on power source 1 connector. The most likely root cause of the power source connection failure is forcing of the connection without aligning the cable to the power port. Investigation into this issue has been initiated via the corrective actions/preventive actions process by the manufacturer. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.